Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The operator was unable to perform any test to verify the customer reported problem due to the whole pump was disassembled by customer. The cause of the issue is that the customer disassembled the whole pump and unable to reassemble it back together. The operator reassembled the whole pump and replaced all parts as needed. The analyst performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a plunger cable not working properly intermittent message. There were no adverse events reported.